Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15821. It was reported the pt is experiencing pain in her right foot since having her scs system implanted. The pt stated it was difficult to walk on her right foot and she was unable to move her toes. Additionally, the pt indicated it was swollen and purple and she was running a fever. The pt went to the emergency room where as a precaution, her physician prescribed antibiotics and is going to monitor the pt's pain. The physician is uncertain if the foot pain is related to the pt's scs system implant surgery. Follow-up information indicated the pt's foot pain is improving, the fever has resolved and her physician is continuing yo monitor the pt's progress.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.